Event description:
It was reported that t:slim x2 pump battery initially would not charge and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter and, after leaving pump connected to working outlet for at least 30 minutes with original charging supplies, pump began charging and no further corrective action was documented.